Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an inappropriate shock occurred due to oversensing, and that oversensing was also observed after shock being delivered. The lead is still in use. No further patient complications were reported as a result of this event.